Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal. No anomaly was found.

Event description:
It was reported that the patient presented to the clinic after receiving inappropriate therapy due to ventricular oversensing. Lead dislodgement was confirmed via x-ray. Dislodgement was believed to be due to patient activity. The lead was explanted and replaced when repositioning was unsuccessful.